Event description:
It is reported that the patient experienced pain after implant. It was reported that there was possible shedding of particles from the liner.

Manufacturer narrative:
Evaluation summary: neither x-ray no operative notes have ben provided for review. It is unknown if the devices were implanted with the correct fit and orientation per the surgical technique. Product compatibility is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. Rehabilitation protocol and adherence thereto is unknown. With the information provided, a definitive root cause cannot be determined. Review fo the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence or product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.